Event description:
Reported blood glucose results of "230, 260 and 360 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Customer care representative walked the patient through two consecutive control solution tests and the results felt outside the specified range. The meter, control solution, and test strips were replaced.